Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The account manager reported on behalf of the customer that the locking knob of the a3059 mayfield composite series skull clamp was loose and needed adjusting. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The unit was received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. An investigation of the device manufacturing records was conducted by the manufacturer. Device history record revealed no abnormalities related to the reported failure. This device passed all required inspection points with no related mrr¿s/ncmr¿s, variances/deviations or rework to the reported allegation. Complaint confirmed via inspection of item. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate material integrity. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.